Event description:
It was reported the patient had been experiencing auto-reducing of his scs system. A sjm representative met with the patient and a lead diagnostics showed multiple lead contacts with invalid impedances. The representative reprogrammed the patient's system and was able to capture effective stimulation coverage of the patient's pain area. However, a week later the issue re-occurred. The patient's physician believes the lead may be fractured based on x-rays results. Surgical intervention is planned for a later date to address issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.